Manufacturer narrative:
We have requested the complaint device from the hosp so that we may investigate further.

Event description:
Neopuff unit failed performance testing "would not hold pressure". Test was conducted by hosp biomed as part of commissioning. No pt involvement.